Manufacturer narrative:
There was no button response due to moisture damage on keypad traces. Missing endcap sticker noted. The prime, displacement, basic occlusion, occlusion and excessive no delivery alarm test were unable to be conducted due to keypad anomaly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of keypad issues on their insulin pump. The customer states the pump is frozen and the keypad is acting up. The customer's blood glucose at the time was 479mg/dl. The customer treated the high with bolus. The customer states the act and esc buttons are unresponsive. Troubleshoot was conducted. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.